Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
On (B)(6) 2025, the customer contacted customer service regarding a loud noise coming from behind the syringes on the alinity c processing module. The field service engineer (fse) arrived onsite and through troubleshooting found a pump on the instrument was worn out. The part has since been ordered, however the customer stated they observed discrepant sodium results for multiple patients. The following data was provided (customer¿s normal range for sodium: 137-145 mmol/l): patient #1: initial sodium result = 169 mmol/l repeat on another instrument = 141 mmol/l. Patient #2: initial sodium result = 162 mmol/l repeat on another instrument = 145 mmol/l. Patient #4: initial sodium result = 162 mmol/l repeat on another instrument = 141 mmol/l. No incorrect results were reported. Quality controls were all in range. The customer ran precision and passed. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), heard a loud noise and determined the noisy internal probe wash pump, diaphragm pump (c-31082517-01) was the likely cause of the issues. The part was replaced, and the issue was resolved. Issue resolution was verified with passing calibration, qc, and precision runs. The instrument service history review revealed one additional ticket associated with discrepant/erratic sodium patient results. However, review of tracking and trending associated with the internal probe wash pump, diaphragm pump did not identify an increase in complaint activity. Additionally, a review of complaint and trending data for the alinity c processing module did not identify any similar issues for discrepant results as described in the complaint. A review of the manufacturing documentation did not identify any nonconformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module for serial (B)(6) or the internal probe, wash pump, diaphragm pump were identified.

Event description:
On 24jun2025, the customer contacted customer service regarding a loud noise coming from behind the syringes on the alinity c processing module. The field service engineer (fse) arrived onsite and through troubleshooting found a pump on the instrument was worn out. The part has since been ordered, however the customer stated they observed discrepant sodium results for multiple patients. The following data was provided (customer¿s normal range for sodium: 137-145 mmol/l): patient #1: initial sodium result = 169 mmol/l. Repeat on another instrument = 141 mmol/l. Patient #2: initial sodium result = 162 mmol/l. Repeat on another instrument = 145 mmol/l. Patient #4: initial sodium result = 162 mmol/l. Repeat on another instrument = 141 mmol/l. No incorrect results were reported. Quality controls were all in range. The customer ran precision and passed. There was no impact to patient management reported.